Event description:
This customer reported that they got a "no shock delivered" message and a disarm message during a patient event. The users were able to deliver energy to the patient and there was no impact to the involved patient.

Manufacturer narrative:
The device was evaluated by the hospital biomedical engineers and the device passed all testing. There was no malfunction of the device. The "no shock delivered:" message results from an out of range patient impedance. The disarm of the energy by the users was a use issue.